Event description:
It was reported to philips that the heartstart xl defibrillator attempted shock during patient use but did not deliver properly. The patient did not survive the incident.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.